Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90-95% stenosed target lesion was located in the non tortuous and non calcified previously stented left subclavian artery. A 2.25x12mm promus element¿ plus drug-eluting stent was selected for use to treat the target lesion. While the physician was trying to reach the "well-predilated" target lesion, the device could not advance and eventually the hypotube ruptured, separated from the guide and rolled out of the hypotube causing difficulty of withdrawing the stent back into the catheter. Device was removed and the procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The guidewire was frozen and kinked inside the inner wire lumen. The guidewire kinks were evident at 14mm and 30mm distal from the port bond skive. The inner wire lumen and outer had an 11mm longitudinal tear distal to the port bond skive with damage and twisting also evident in this region. The damage evident is consistent with excessive torsional forces been exerted on the shaft at this location. Because the guidewire was kinked inside the inner wire lumen; it was not possible to withdraw the device from the guidewire. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90-95% stenosed target lesion was located in the non tortuous and non calcified previously stented left subclavian artery. A 2.25x12mm promus element¿ plus drug-eluting stent was selected for use to treat the target lesion. While the physician was trying to reach the "well-predilated" target lesion, the device could not advance and eventually the hypotube ruptured, separated from the guide and rolled out of the hypotube causing difficulty of withdrawing the stent back into the catheter. Device was removed and the procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.